Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that system fault 41,171 occurred 4,100 21 65 1 was recorded in history. During analysis, the reported issue was unable to be duplicated. Service recommended the main board as a preventive measure and will perform standard preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited error code 41171. No patient was involved in this event. No adverse effects were reported.